Event description:
It was reported that patients spinal cord stimulator lead had impedances. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.